Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side exchange due to pain and recall. Physician reported simple cyst, secretion in the nipple, and a small amount of anechoic fluid with rare debris in suspension adjacent to its contour in the inferolateral quadrant (estimated volume: 9.6ml). Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.